Event description:
It was reported that after the endotracheal intubation was inserted, it was found that the air bag could not be inflated due to leakage. The endotracheal intubation was removed and replaced. There was patient involvement, but no harm/adverse event reported, but it had delayed the tracheal intubation treatment.

Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.